Event description:
Adverse event(s): "inflammation" (inflammation); "iop of 36" (intraocular pressure rise); (+) cells, dense secondary membrane" (no code available). Product problem(s): "subluxation" (dislodged or dislocated [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was changed due to iol subluxation. The replacement lens was a competitor's iol. The technician further reported that following the exchange, the patient had continuing inflammation, elevated intraocular pressure (iop), + cells and a dense secondary membrane. In a follow-up, it was reported that the patient's reported conditions have resolved.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent outward in the distal area. The lens was dimensionally checked using an approved template; and its other dimensions were acceptable using this template. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been ino other complaints reported in the lot number. Additional information was requested on 06/23/2010, 06/25/2010, and 07/12/2010 by phone, fax, and mail. A completed questionnaire was received on 07/16/2010. (B)(4).